Event description:
Related manufacturer reference number: 3006705815-2023-08088. It was reported that the patient was not receiving effective therapy due to lead migration. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the leads were repositioned. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.